Event description:
Patient last cycle of chemotherapy including cadd infusion of fluorouracil. Cadd infusion initiated on (B)(6) 2022 at 3pm and programmed to be administered over 46 hours. Patient called the clinic on the morning of (B)(6) 2022 to report he had to changed the battery 3 times and there was 50 ml felt in the reservoir. Two of the batteries (one in the pump (new) and provided extra battery both procell). The patient's wife purchased the 3rd battery. Patient instructed to return to clinic today late in the afternoon, past his expected discontinuation time. Patient arrived to the clinic at 2:33pm. Cadd discontinued at 3pm. Reservoir volume 39.1 ml out of 105.8ml remaining. Patient missed 1919mg out 5200 mg ordered. There were multiple other events submitted related to the batteries not lasting. Follow-up new batteries are placed in every pump prior to loading it. The batteries are never re-used. Patient's who placed name brand batteries (energizer) at home didn't have any further issues. The batteries were switched out with the same brand but different lot. Battery tests showed no issues. Patients were sent home with extra batteries and instructions to change batteries frequently. New pumps are being issued. Reported to medwatch as per ncps guidance. FDA safety report ID # (B)(4).